Event description:
A hospital in (B)(6) reported to (B)(4) and to a fisher & paykel healthcare (fph) field representative that an mr290hfv high frequency vented autofeed humidification chamber malfunctioned while being used on a patient. It was further reported that the "joint between filling tube and spike, became instantaneously disconnected". No patient consequence was reported as a result of this incident.

Manufacturer narrative:
(B)(4). The complaint mr290hfv high frequency vented autofeed humidification chamber is en route to fisher & paykel healthcare for investigation. We will provide a follow-up report once we have completed our investigation.

Event description:
A hospital in (B)(6) reported to the (B)(4) and to a fisher & paykel healthcare (fph) field representative that an mr290hfv high frequency vented autofeed humidification chamber malfunctioned while being used on a patient. It was further reported that the "joint between filling tube and spike, became instantaneously disconnected". No patient consequence was reported as a result of this incident.

Manufacturer narrative:
(B)(4). The hospital reported to the fph field representative that the complaint mr290hfv high frequency vented autofeed humidification chamber was lost in their facility. Without the complaint device, we are unable to establish the root cause of the reported fault. All chambers are pressure tested before they leave the production line and any damages in the feedset are identified during this process. This suggests the reported damage occurred post production. The user instructions which accompany the mr290 chamber state the following: "set appropriate ventilator alarm." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient."